Manufacturer narrative:
A supplemental report is being submitted for correction. Correcting controller ac adapter ( cac204739) - model and catalog ID from 1403us to 1430us. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: one controller, six batteries and one controller ac adapter were returned for evaluation. The hvad pump was not returned for evaluation. There is no allegation reported against the hvad pump. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned batteries and controller ac adapter revealed that the devices passed visual inspection and functional testing. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection revealed contamination within both power ports of the controller, likely due to the handling of the device. Supplemental testing was performed and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log file revealed several premature power switching events that were due to a communication error involving a battery and due to momentary disconnections involving three different batteries. Analysis of the data log file also revealed several momentary disconnections that did not lead to premature power switching events involving six batteries a momentary disconnection will result in an audible tone or "beep". Log file analysis revealed a controller power up event was logged on (B)(6) 2020 at 19:29:55. The data point prior to the loss of power revealed that another battery was connected to power port one with 24% relative state of charge (rsoc) and a battery was connected to power port two with 24% rsoc. The data point after the loss of power revealed that a active adapter was connected to power port one and a battery was connected to power port two. The controller was without power for 17 seconds. As a result, the reported event was confirmed. A power source lubrication procedure had been performed on the batteries in accordance with the requirements under fsca cvg-18-q4-19 on (B)(6)2019. There is no evidence of a power source lubrication procedure performed on the controller ac adapter. The most likely root cause of the reported premat ure power switching event can be attributed to communication error between the controller and battery and to momentary disconnections due to contamination within the power ports and/or temporary corrosion of the controller-port/power-source pins. Possible root causes of the communication errors can be attributed to momentary disconnections on the communication pins of the controller, the contr oller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. However, the most likely root cause of the "reported beeps" can most likely be attributed to momentary disconnections due to contamination within the power ports and/or temporary corrosion of the controller-port/power-source pins. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Additional products: d4: (B)(6), d10: yes, return date: (B)(6)2020 h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 d4: (B)(6), d10: yes, return date: (B)(6)2020 h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 d4: (B)(6), d10: yes, return date (B)(6) 2020 h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 d4: (B)(6), d10: yes, return date: (B)(6)2020 h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 d4: (B)(6), d10: yes, return date: (B)(6)2020 h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 d4:(B)(6), d10: yes, return date: (B)(6)2020 h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 3213 h6: FDA conclusion code(s): 4307 d4: cac204739 d10: yes, return date: (B)(6)2020 h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Brand name: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 30-nov-2018 / serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no, mfg date: 07-nov-2017, labeled for single use: no, (B)(4); model #: 1650de / catalog #: 1650de / expiration date: 30-nov-2018 / serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no, mfg date: 05-nov-2017, labeled for single use: no, (B)(4); model #: 1650de / catalog #: 1650de / expiration date: 30-nov-2018 / serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no, mfg date: 06-nov-2017, labeled for single use: no, (B)(4); model #: 1650de / catalog #: 1650de / expiration date: 30-nov-2018 / serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no, mfg date: 07-nov-2017, labeled for single use: no, (B)(4); model #: 1650de / catalog #: 1650de / expiration date: 31-oct-2018 / serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no, mfg date: 27-nov-2017, labeled for single use: no, (B)(4); model #: 1650de / catalog #: 1650de / expiration date: 31-oct-2018 / serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no, mfg date: 29-oct-2017, labeled for single use: no, (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hearing intermittent beeping from the controller with no alarm message displayed on the screen. It was also reported that six batteries and controller were exhibiting power switching. The controller exhibited unexpected power loss and caused a brief ventricular assist device (vad) stop. All six batteries, controller and vad are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for corrections and additional information. Corrections, the event description has been update to stated that the controller was exchange and the batteries were replaced. Additional information the controller alternating current (cac) adapter was also added to the event description. Additional products: d1: heartware ventricular assist system ¿ controller ac adapter d4: model #: 1403us, catalog #: 1403us, serial #: (B)(6), UDI #: (B)(4). D10: no, h5: no h6: patient code(s): c50675. H6: device code(s): c63025. H6: FDA results code(s): 3233 .h6: FDA conclusion code(s): 11. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was further reported that the controller alternating current (cac) adapter also involved in the power switching and intermittent beeps. The controller was exchanged and the six batteries and the cac adapter was replaced.